Event description:
It was reported that the patient experienced low blood glucose and it was addressed by carb intake - apple juice due to insulin overdosing priming setup not followed event on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.